Event description:
A discordant, falsely low anti-thyroid peroxidase (ata) result was obtained on a patient sample on the immulite 2000 xpi instrument. Two sample tubes from the same patient had been provided. One sample was run, and the correct result was obtained. The other sample was run, and the result was discordant. The discordant result was reported to the physician(s), who questioned the result. The laboratory reran both samples in duplicate, and the corrected results were reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ata results.

Manufacturer narrative:
A siemens global product support specialist (gpss) reviewed the instrument data. It was discovered that there was inconsistent level sense in the tad diluent tube, causing the sample to be diluted incorrectly. The cause of the falsely low ata result is incorrect sample dilution. The instrument is performing within specifications. No further evaluation of the device is required.